Event description:
It was reported that during a follow up in clinic, loss of capture and r-wave amplitude variation was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating abbott technical support was contacted.